Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, the pump powered up to the verify screen with auditory vibratory features. The alleged intermittent vibration or ¿heartbeat vibration¿ condition was not duplicated during testing. The pump cover was removed to find no intermittent conditions or defects to the vibration motor circuit. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.